Event description:
It was reported that balloon deflation failure occurred and removal difficulties were encountered. The target lesion was located in the iliac artery. A 6.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during removal attempt, the balloon would not deflate. The device took 20 minutes to remove but it was removed fully inflated from the patient's body. A buddy wire was placed and the balloon and sheath was removed as one unit. The procedure was completed using alternate method or device no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter, introducer sheath and guidewire. Inspection of the device revealed that the balloon was bunched over the tip and the proximal balloon cone was bunched under the proximal end of the balloon. The outer shaft was stretched, necked down and buckled 113.5 cm from the hub extending distally toward the balloon. The guidewire was unable to be removed due to the extreme damage to the shaft. The balloon was unable to inflate or deflate as the inflation lumen/outer shaft was necked down and stretched. The sterling catheter was unable to be removed from the introducer sheath as the balloon was unable to be deflated. The introducer sheath was damaged at the distal end.

Event description:
It was reported that balloon deflation failure occurred and removal difficulties were encountered. The target lesion was located in the iliac artery. A 6.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during removal attempt, the balloon would not deflate. The device took 20 minutes to remove but it was removed fully inflated from the patient's body. A buddy wire was placed and the balloon and sheath was removed as one unit. The procedure was completed using alternate method or device no patient complications were reported.